Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a surgical case the device froze with no report of a system message displaying. The touch panel did not work and the power was unable to turn off. There was no patient involvement.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. The nonconforming host module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on august 20, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host module. The manufacturer internal reference number is: (B)(4).